Manufacturer narrative:
Philips has investigated this complaint. The customer stated that the system was not booting up. The philips field service engineer (fse) inspected the system onsite and could not duplicate the issue. Review of system log file shows malfunctioning flex viewing-pc. The fse reseated cabling on the flexvision and wall connection boxes. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device would not boot up successfully. The system was not in clinical use. There was no reported patient or user harm.